Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call no delivery alarm, time/clock anomaly and low battery alarm on the insulin pump. Customer's blood glucose level was unknown. Customer advised when they replaced the battery on the device it then shut down. Troubleshooting for low battery was performed. Customer inserted a new battery and the screen did not go blank. Customer declined to troubleshoot the no delivery alarm and time clock anomaly. Customer was advised to call back for further assistance.